Event description:
While attempting to remove the locking plate to reposition a screw, the set-screw driver tip broke. It took approximately 15 minutes to remove the tip using a burr tool and removal was confirmed using x-ray.

Manufacturer narrative:
The driver was visually evaluated and the tip was confirmed to be broken off. The driver was severely twisted in the direction of removing a screw. The sales representative mentioned that the surgeon was attempting to remove the anti-backout plate to reposition a screw and the set screw was stuck, likely cross threaded. This cannot be confirmed since the implants remained in the pt. This is an isolated incident and will be monitored through the complaint system for further occurrences. No other conclusions could be drawn.